Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that a warning power-on-reset (por) was seen on the patient programmer when trying to connect to the ins. The healthcare professional (hcp) did not have access to a clinician programmer. The hcp noted that no electrocautery was used during the surgery. On (B)(6) 2017, the patient reported that their doctor stated there was a ¿manufacturing failure¿. The patient confirmed the manufacturer¿s representative told them about the ¿manufacturing failure¿. The representative was going to meet with the hcp on (B)(6) 2017. The patient stated that they did not show them how to use the programmer after surgery. It was noted that the patient¿s family member had problems trying to connect with the ins using the programmer. The patient mentioned that when the family member was trying to adjust with the programmer, they were ¿messing with the tv antenna¿ to get a tv station and wanted to know if that had something to do with the ¿malfunctioning¿. It was confirmed that the patient moved away from the tv and tried to communicate again but it ¿did not do anything¿. There were no bandages present at the implant site. The patient declined further troubleshooting and stated they were sick and did not feel well. This was clarified to mean because they did not have anything controlling their bladder right now and mentioned that it¿s ¿running like a river now¿. They were going to discuss their issues at the (B)(6) 2017 appointment with the hcp. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.